Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 300 mg/dl, 500 mg/dl, 226 mg/dl, and 126 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Caller reported aviva blood glucose results of 55 mg/dl and 125 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Customer's meter and test strip lot # 1006131 was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.